Manufacturer narrative:
Antibiotics administered. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the urinary retention patient had recently experienced ¿red pain in their stimulator implantation site.¿ the patient was being treated with antibiotics at the hospital at the time of report. There were no effective measures taken and it was unknown whether any measures would be taken, or troubleshooting performed. It was noted the patient¿s postoperative improvement from their device implant had been ¿well.¿ there were no further complications reported or anticipated.